Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had hematoma. A pocket evacuation was then performed. Attempt to obtain additional information was unsuccessful. The crt-d remains in service. No additional adverse patient effects were reported.